Event description:
Device interrogation at office visit revealed that the pt's device was set to oma output current instead of to prescribed parameter, resulting in a loss of therapy to the pt. The pt reported that she recently stayed with relative in a neighborhood that had "a high magnetic area". The area was a gated neighborhood with magnetic poles in the yards to keep dogs in and magnetic driveway gates. Additionally, the pt reported that the person that she stayed with was having a security system installed in her home. The pt reported that while the security system was being installed, she felt as though the device was stimulating excessively. The pt left the home for approximately an hour and returned once the system installation was complete. She did not experience any other problems after that. The pt's device was reprogrammed to prescribed settings and is reportedly working fine. Investigation to date has been unable to determine whether user error during previous programming session or magnetic interference from the pt's surroundings was the cause of the inadvertent change in device settings as no response has been received to MFR's requests for additional info from treating dr.

Event description:
Programming history for the pt's generator was received and reviewed. The programming history revealed that a interruption during the prior programming session occurred. An interrupted test can result in the generator's output being programmed to 0ma. The physician did not interrogate the device following the programming session, which is recommended to ensure that the desired parameters are set. The physician was informed of the cause of the event.